Event description:
Upon removal the tip of the catheter was missing. Imaging revealed tip in the heart. Pt was sent to radiology and a 4" catheter section was removed successfully. The catheter was placed on 6/11/96 in the left subclavian area of the pt. The physician removed the catheter due to malfunction. The physician and radiologist concurred that the catheter from the rib and the clavicle bones.